Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the shoulder, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the shoulder. Around 6:45 am the patient´s spouse received an alert message from the receiver that the patient's cgm readings were very low. She checked on the patient and found out he was not responsive and sweating; and so, she immediately contacted 911. The cgm was reported inaccurate, although there were no cgm nor bg readings provided. Without additional information on how long the cgm was being inaccurate until the patient lost consciousness. After 10 minutes the paramedics arrived. The reporter declined to provide any additional information regarding the medical intervention provided and related to the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.